Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced swollen lymph nodes under bilateral arms, mastodynia/breast pain (pain), pelvic pain (abdominal pain), vaginal pain, dyspareunia, spotting after intercourse (vaginal spotting), tenderness, suprapubic right-sided pain/banding of sling non right side, ¿there was an area that looked thinned over the bladder mucosa¿ and required additional surgical and non-surgical interventions.